Event description:
It was reported that the reporter had a friend that had a pump implanted and taken out after two weeks. The reporter did not want to provide any further information, as the issue was not hers to discuss. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).